Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels, and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer had been weaning this pod for approximately 5 hours when it alarmed. Customer said she took her blood glucose (bg) and it was 494 mg/dl. She had taken a bolus insulin dose earlier, but the bg did not come down. Customer was able to activate a new pod successfully and her bg had come down to 379 mg/dl. No further info is available.